Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-00243 and 3005099803-2013-00244 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy performed on (B)(6) 2012. According to the complainant, after the first resolution clip device (mr # 3005099803-2013-00243) was advanced to the target tissue, the clip assembly was locked and deployed; however, the clip failed to release from the delivery catheter. The clip was able to eventually be separated, but it is not known if it was removed from the patient or was left to pass naturally. A second resolution clip device (mr # 3005099803-2013-00244) was then used, but the same issue occurred; after deployment, the clip assembly initially failed to detach from the delivery catheter. The device was withdrawn from the patient, and then the procedure was successfully completed using a third resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the device was fully deployed and the clip assembly was not returned. It was also noticed that the over sheath assembly was not returned and the coil was slightly bent at the bushing. A review of the device history record (DHR) was performed; no anomalies were noted. The complaint device was returned fully deployed and the clip assembly was not returned. Based on the condition of the returned device, the reported failure (failure to fully detach from the catheter) could not be confirmed and the root cause of the reported issue could not be determined.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-00243 and 3005099803-2013-00244 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy performed on (B)(6) 2012. According to the complainant, after the first resolution clip device (mr # 3005099803-2013-00243) was advanced to the target tissue, the clip assembly was locked and deployed; however, the clip failed to release from the delivery catheter. The clip was able to eventually be separated, but it is not known if it was removed from the patient or was left to pass naturally. A second resolution clip device (mr # 3005099803-2013-00244) was then used, but the same issue occurred; after deployment, the clip assembly initially failed to detach from the delivery catheter. The device was withdrawn from the patient, and then the procedure was successfully completed using a third resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.